Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this procedure it was observed that the surgeon had problems with the screwdriver. The surgeon noticed that the tip of the screwdriver is broken off. A replacement was available. He could complete the surgery.